Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage to the keypad traces. There was no button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level at the time of the event was 143 mg/dl. The customer was advised the pump would need to be replaced and to revert to back-up plan. The customer agreed to return the insulin pump for analysis.